Event description:
Balloon on 12mm covidien access port would not inflate or stay inflated during a laparoscopic hernia repair. As a result, during the case, the team had to manually hold the port to keep pneumoperitoneum in place. The port slipped out during mesh insertion causing the mesh to bend inside of it and a new mesh had to be obtained.